Event description:
Ligasure would not open at the completion of the coagulation cycle. The device was pulled off of the tissue because the jaws would not open.====================== health professional's impression======================the device jammed, it may have had too much tissue in the jaws.